Event description:
Received info the pt was seeing the temperature icon on her recharger and it was showing up every hour. MFR's technical services recommended pt stop recharging and try again. Pt reports that her ins is tilted in the pocket making it harder for her to recharge and it takes longer. Add'l info received stated the pt had her ins pocket moved due to possible erosion and recharging issues. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).